Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿outcome in design-specific comparisons between highly crosslinked and conventional polyethylene in total hip arthroplasty¿ by per-erik johanson, et al, published by acta orthopaedica (2017), vol. 88, no. 4, pp. 363-369, was reviewed. In this article, the authors analyzed the nordic arthroplasty registry association (nara) database to determine whether the use of xlpe would mean a reduced risk of revision for any reason and also for aseptic loosening. In order to investigate the impact of design-specific analysis, the authors performed an overall comparison between xlpe and pe based on the fixation principle, including all available cups (all designs), and compared it to an analysis of specific cup and liner designs for the corresponding time period. This study was conducted on cemented and uncemented all polyethylene acetabular cup or polyethylene liner revisions from various manufacturers. For all patients, the reason for index tha was osteoarthritis. Implanted depuy products: 7,639 charnley elite ogee/marathon all-polyethylene cups. These cups were cemented. The manufacturer of the cement is unknown. In this article, the authors specify that this product was an all-polyethylene cup. The ogee cup was cpe and the marathon cup was xlpe. There were no polyethylene liners from depuy included in this study. The other cups in this study were competitor products. Results: the authors conclude that the number of all-polyethylene cups revised for aseptic loosening was not statistically different than cups revised for any other reason. The article does not provide specific reasons for revision other than aseptic loosening. 7 ogee cups and 47 marathon cups were revised for loosening. There is no information given in the study regarding the heads and/or stems associated with the implanted charnley polyethylene cups. There were no reported patient complications. Captured in this complaint: 7 charnley ogee and 47 marathon polyethylene cups for loosening. "